Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the threads on one closure top were broken during final tightening within surgery. It was removed and replaced with an alternative closure top. There was a surgical delay greater than 30 minutes in length, but there were no reported impacts as a result of the delay.

Manufacturer narrative:
UDI number: (B)(4). The closure top was returned for evaluation. The threads were found to be fully intact, however, the hex drive feature was deformed. Based on the visual evaluation of the hex deformation, it is likely the failure is due to the surgeon using a driver that was previously stripped (likely stripped from inadequate seating). A review of the DHR did not identify any issues which would have contributed to this event.